Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The lot number is currently unavailable. The complaint device was received and evaluated. Visual observation confirms the weld breakage reported as the sheath end is completely separated from the t-handle on the device. The device also exhibits wear as would be typical with excessive abuse of the device over repeated uses. This excessive abuse would be typical of the separation of the two ends from each other as is noted in this complaint. It was noted that the design of this device was changed making it a single piece design, thus eliminating the weld. Therefore, it can be determined that this design change has corrected the separation failure mode. Furthermore, no lot numbers were provided which precludes conducting a batch history review or a lot specific search in the complaints handling system. Based on the overall complaint rate and implemented design changes, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that the intrafix tibsheath trial/t-hdle *ea device was found broken during cleaning. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.